Manufacturer narrative:
Continuation of d10: product ID: 97715, serial#: (B)(6), implanted: (B)(6) 2021, product type: implantable neurostimulator; product ID: 977a260, serial#: (B)(6), product type: lead product ID: 977a260, serial#: (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Reprogramming only allowed stimulation in one leg. The issue was not resolved. Reprogrammed device and still no stimulation in leg.

Event description:
Additional information was received from the patient via a manufacturing representative (rep) and it was reported that patient only feels stimulation in one leg on new ins. Leads were implanted above the existing paddle implant. Surgeon was only able to get leads to cover one leg due to scar tissue and existing paddle lead. Patient would not go to neurosurgeon to have paddle implant removed because he did not like the surgeon. His wife took his original recharging kit and remote controller and ¿ran down the street and threw it at the garbage truck¿. The rep will be meeting with the patient on feb 12th to trouble shoot and reprogram the device. The issue is not resolved. Patient indicated his original paddle implant gave him no pain relief and he stopped using the device. His wife threw the recharger and remote away out of frustration. No troubleshooting was done as patient has no equipment to operate the original implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned that their first ins never worked properly. Pt said they tried many different programs. Pt then said ins was supposed to be taken out and replaced last week, but during surgery they found the ins was still a good unit, so they "reworked it" and put in a second unit. Pt said the surgery was on tuesday and they found out thursday that they had two units.